Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited high pacing threshold. A chest x-ray revealed that the lead had changed positions. On (B)(6) 2017, the lead was explanted. When attempting to implant the new lead, it was unable to pass it through the end of the inner catheter. They were able to pass it through when removing the catheter from the coronary sinus but it was a very tight fit and took some effort. When placing the catheter back in the coronary sinus body, the guidewire wouldn't come out the end of the lead. The lead was removed and replaced with another. When attempting to insert the lead they encountered the same problem. The physician attempted to pull the guidewire out but it was stuck within the lead. The lead was removed and lead replacement on a later date was discussed. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.